Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their keypad is damaged. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had a peeling keypad overlay noted. The insulin pump had a cracked reservoir tube lip, minor scratches on lcd window and scratched reservoir tube window.